Manufacturer narrative:
The customer contacted siemens to report that a falsely depressed cyclosporine (csa) test result was obtained from a dimension vista 1500 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse replaced the integrated multisensor technology (imt) mixer, and recalibrated the csa test, resolving the issue. The cause of the falsely depressed cyclosporine test result was an imt mixer malfunction. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
A falsely depressed cyclosporine (csa) test result was obtained from a dimension vista 1500 instrument. The initial result was reported to a physician(s). The same sample was repeated twice on an alternate dimension vista 1500 instrument using an alternate lot of reagent. The repeat results were higher than the initial result and matching. The first repeat was reported to the physician(s) in a corrected report. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed cyclosporine (csa) test result.